Event description:
Pump declared alarm 20 while in operation, prompting a report. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and to return the faulty pump using a pre-paid label.